Manufacturer narrative:
Zyno medical is waiting for the arrival of the device.

Event description:
The distributor reported an over-infusion issue to zyno medical on (B)(6) 2018: "the staff nurse at the long term care (ltc) facility states the pump was programmed to deliver a 24 hour tpn therapy but delivered the therapy (1320ml) in approximately 6 hours. The director of nursing (don) stated to pharmerica she did not think it was a pump issue but more likely a programming error. This same pump was used after the incident and experienced no performance issue." The distributor also confirmed that a patient was involved but there was no patient harm. The event date was reported as (B)(6) 2018.

Manufacturer narrative:
The reported flow rate issue was not confirmed. The flow rate accuracy of the device was -0.52%, which was within the +/- 5% specification. The device was tested to meet all specifications on (B)(6) 2018.

Event description:
This is a follow-up report for the initially-submitted MDR (3006575795-2018-00038).